Event description:
Customer reported system is losing images during camera rotation. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the flash memory. System operates as intended.